Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a cracked battery door, scratched lens, worn upstream occlusion (uso) seal and cracked battery compartment. The event history log confirmed ¿high alarm cassette not attached properly¿ occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be an inoperable dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿cassette not attached¿ error. The event occurred during testing and there was no physical damage. There was no delay of therapy, no patient involvement and no patient harm.